Event description:
It was reported that asymmetric lens vault was noted five days after implantation. The surgeon performed lens reposition and added capsular tension ring on post-operative day seven. The surgeon exchanged the crystalens on post-operative day fourteen with a different iol. After the lens exchange, the most current visual acuity is 20/20. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.